Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, it was not possible to introduce the guidewire into the lead (inner of the lead too small). The physician tried another guidewire but there was the same problem. The left ventricular (lv) lead was attempted and not used. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test sample guidewire passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.